Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient's pump was exchanged due to suspected thrombus with clinical evidence of elevated lactate dehydrogenase, which was as high as 3800 u/l. It was reported that the patient's anticoagulation regimen was coumadin, and the inr goal was 2.0-3.0. One week prior to the surgery, the patient's inr was therapeutic, but the patient was heparin bridged the entire week leading up to the pump exchange, and the inr was running 1.5 or less up to the day of surgery.

Manufacturer narrative:
The explanted pump was returned for evaluation. Evaluation of the pump revealed white, soft depositions on the rotor bearing ball and outlet stator. The depositions'' lack of laminated layering indicated that they did not initially form at these locations. Furthermore, there was no evidence of denaturing and there were no contact marks on the rotor to indicate that they were present in the pump while it was operating. The evaluation could not conclusively determine the origin of the depositions nor the duration of their presence in the pump; however, they were partially obstructing the blood flow path and could have contributed to the reported increased ldh and thrombus symptoms. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.